Event description:
It was reported that prior to a dialysis catheter placement procedure, the introducer needle was allegedly damaged. It was further reported that needle allegedly had a leak. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one unsealed hemostar d/l kit which included one 23cm hemostar d/l catheter, one introducer needle, one j-tip guidewire in a guidewire hoop, one tunneler, one 15.0fr peel-apart sheath and vessel dilator, one 8fr dilator and one 12fr dilator were received for evaluation and one video was provided for review. Visual, microscopic and functional evaluations were performed. A crack was noted on the introducer needle hub and upon infusion, a leak was observed from the introducer needle hub. Manufacturing site evaluation of the sample shows a crack in the pink bushing of the introducer needle and it was observed that the cavity that presented this damage was number three. However, a leakage of the liquid was observed through the hub of the introducer needle. The video shows a leak from the hub of the needle while flushing. Therefore, the investigation is confirmed for the reported leak and identified fracture issues. However the investigation is unconfirmed for the reported material integrity issue as the specific damage such as fracture was identified during the investigation. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the introducer needle was allegedly fractured. It was further reported that needle allegedly had a leak. The procedure was completed using another device. There was no patient contact.